Event description:
It was reported that this right ventricular (rv) lead was implanted successfully but had exhibited a rise in pacing impedance measurements from 800 to 1500 ohms as the procedure progressed and had to be repositioned to a different location in the heart. One day post implant, the rv lead exhibited a drop in pacing impedances to 350 ohms and there was loss of capture at maximum outputs. An x-ray confirmed the rv lead had dislodged. Additional information provided from the field indicated surgical intervention was performed and the dislodged rv lead was found to have perforated the heart wall thus causing a pericardial effusion. The effusion was drained, and the rv lead was repositioned in a different location in the heart and continues to remain in service. No additional adverse patient effects were reported.